Manufacturer narrative:
Infection occurred on an unreported date before the peritonitis event that occurred in the summer of 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was unknown. It was not reported if the patient was hospitalized. The patient was treated with meropenem, ofloxacin and unspecified oral drugs (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn. No additional information could be provided as the reporter declined follow up.